Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right internal jugular vein due to deep vein thrombosis (dvt) despite anticoagulation (per implant report). Per report from CT (computed tomography) dated (B)(6) 2013: "1. Right lower extremity: no evidence of deep venous thrombosis. 2. Left lower extremity: nonocclusive deep venous thrombosis in the femoral and popliteal veins." "An ivc filter is partially visualized." Per report from CT dated (B)(6) 2018: "the tip of an ivc filter is present at the l2-3 level. The filter is minimally posteriorly angulated relative to the lumen of the ivc. The struts of the filter extend beyond the wall of the ivc, a common finding.